Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for the primary audible alarm is due to the alarm being generated by a false positive, remediated by the software update, v1.6.5. Acu watchdog failure is a secondary alarm triggered by the primary audible alarm; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6). B3: unknown, corrected data: health effects corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the auxiliary control unit watchdog failure and system failure, primary audible alarm. No adverse patient effects were reported by the customer.